Event description:
The customer reported that the 9900 system locked up and would not x-ray during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the software were installed during the service call.